Event description:
It was reported, that this pacemaker exhibited intermittent farfield signal oversensing. Technical services (ts) reviewed, programming options. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.